Manufacturer narrative:
A review of the device history, ship history and similar complaints review was unable to be performed as the lot number was unknown and the most likely lot numbers could not be obtained. The imaging core, telescope and hub assembly was not returned, only a portion of the sheath assembly was received; it is likely the sheath was cut at the proximal end, near the male/female luer connection. The sheath measured at 136.6cm from the proximal end of the black sheath to the distal tip end. Functional testing could not be performed due to the missing parts. During investigation, bloodstain was observed inside of the distal tip assembly. No kink was observed in the sheath assembly. The guidewire exit port was lifted and ripped 1.0mm long. A test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. The device labeling and directions for use (dfu - 90535600-01a) were reviewed and revealed that the labeling and/or dfu contains these warnings: "never advance or withdraw the imaging catheter without fluoroscopic visualization because it may cause vessel injury or patient complications. Do not advance the catheter if resistance is encountered. The catheter should never be forcibly inserted into lumens narrower than the catheter body or forced through a tight stenosis. A catheter that is forcibly advanced may cause catheter damage resulting in vessel injury or patient complications. If resistance is met upon withdrawal of the catheter, verify resistance using fluoroscopy, then remove the entire system simultaneously. A catheter that is forcibly removed may cause vessel injury or patient complications. When advancing the catheter through a stented vessel, catheters that do not completely encapsulate the guidewire may engage the stent between the junction of the catheter and guidewire, resulting in entrapment of catheter/guidewire, catheter tip separation, and/or stent dislocation. When readvancing a guidewire after deployment of stent(s), at no time should a catheter be advanced across a guidewire that may be passing between one or more stent struts. A guidewire may exit between one or more stent struts when recrossing stent(s). Subsequent advancement of the catheter could cause entanglement between the catheter and the stent(s), resulting in entrapment of catheter/guidewire, catheter tip separation and/or stent dislocation. Use caution when removing the catheter from a stented vessel. Inadequately apposed stents, overlapping stents, and/or small stented vessels with distal angulation may lead to entrapment of the catheter with the stent upon retraction. When retracting the catheter, ensure that the short rail distal tip is parallel to the guidewire. Separation or bending of the guidewire may result in kinking of the guidewire, damage to the catheter distal tip, and/or vessel injury. The looped guidewire or damaged tip may catch on the stent strut resulting in entrapment." The review of the device labeling found no evidence or indication that the catheter was used against the labeling and/or dfu. Based on the event description, the observed condition of the device, and the anatomical and procedural factors encountered during the procedure, the cause of the stuck on stent has been determined to be due to operational context. The manufacturer will continue to monitor complaint trends for this product.

Event description:
A percutaneous coronary intervention (pci) was performed in which a stent was implanted in a lesion located in the left anterior descending (lad). The intravascular ultrasound (ivus) imaging catheter was used to image the stent placement. Upon withdrawal of the catheter, it became stuck with the stent. The physician tried pushing and pulling the catheter, but was unable to release the catheter from the stent. The physician removed, by cutting, a portion of the ivus catheter to allow access for another catheter to be inserted into the patient. The new catheter was advanced to the lesion covering the original ivus catheter allowing successful release and removal of the stuck portion of the ivus catheter. The patient's condition is reported to be "good" following the procedure.

Event description:
The intravascular ultrasound (ivus) imaging catheter was used to image a lesion located in the left anterior descending (lad). A percutaneous coronary intervention (pci) was performed in which a stent was implanted. The intravascular ultrasound (ivus) imaging catheter was used again to image the stent placement. The physician felt resistance while the catheter crossed the lesion. Upon withdrawal of the catheter, it became stuck with the stent edge. The physician tried pushing and pulling the catheter, but was unable to release the catheter from the stent. The physician removed the catheter by cutting a portion of the ivus catheter to allow access for another catheter to be inserted into the patient. The new catheter was advanced to the lesion covering the original ivus catheter allowing successful release and removal of the stuck portion of the ivus catheter. When catheter was removed, guide wire exit port damage was noted. The patient's condition is reported to be "good" following the procedure.

Manufacturer narrative:
(B)(4) - stuck in sent.